Event description:
5mm cautery probe shows signs of arcing around 3/4 of the insulation. It was not clear whether the arcing occurred during the procedure and under what circumstances. No pt injury or adverse outcome was reported.